Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient and reported having a "faulty wire" and the physician activated the audible alarm in case there was a problem with the device. The patient also reported hearing the alarm for approximately two months which sounds like it is from across the room. The rv lead remains in use. No patient complications have been reported as a result of this event.